Manufacturer narrative:
B2 - date of event: used the first date of the month of the event date as no exact date was provided.

Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending artery (lad) with 50% stenosis and was 20 mm long, with a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.50 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Six days later, the subject was discharged on aspirin. In (B)(6) 2024, the subject died, and the primary cause of death is unknown. At the time of event, the subject was on aspirin. There was no action taken to treat the event and it is unknown if an autopsy was performed.